Event description:
It was reported to ge that the pt's finger became entrapped between the x-ray table top and base. Apparently, while the operator removed the pt's finger, the operator's finger was fractured.